Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery with the insert trial in question. It was reported that the surgeon had difficulty removing the insert trial. The event took place in sequence as follows: the surgeon used the insert trial after inserting the femur and tibia implants. The insert trial could not be removed at all when the surgeon tried to remove it to insert the real insert. A black spatula was used for removal, but the black spatula did not enter the gap. Grasping with a kocher forceps separated the insert trial and the shim, and the situation worsened. The surgery was completed successfully with 50 minutes delay, although how it was handled was not reported. No further information is available.

Manufacturer narrative:
Product complaint # : (B)(4). Correction to coding reflecting "device interaction (2+ devices) unable to disassemble" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.